Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and she went to the hospital. The blood glucose result was 460 mg/dl on the patient's aviva combo meter and on the hospital meter. The timeframe between the results were not provided. The patient was treated with insulin injections at the hospital. The patient was in the hospital for a "few" hours. The infusion device was requested to be returned for product evaluation.